Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date, g3: norway, d4: UDI number and g5 are unavailable.

Event description:
It was reported that the pump exhibited error code 4222 with a red display. Per reporter when the battery was removed and replaced the alarm did not reoccur. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the main board, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.